Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of a tortuous rca. The maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the initial inflation when extrusion of contrast dye into the vessel was noted. The patient was asymptomatic during this event. It is noted that a trans-radial approach was used in this procedure. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. A terumo introducer sheath (size unknown), a mach 1 guide catheter (size unknown) and an unknown type of inflation device were also used in this case. Patient status is reported as "good".